Event description:
It was reported that there was newfound drainage at the driveline exit site on (B)(6) 2020. The patient was readmitted for a gastrointestinal (gi) bleed but the potential driveline infection was also investigated. Blood cultures were taken and were positive for staphylococcus aureus.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
The patient was placed on lifelong antibiotics (cefadroxil) and was sent home. Patient was stable with exit site dry and intact with no signs of infection. Additional information was received that the gi bleed was diagnosed using a gastrointestinal endoscopy (g-scope). Clipping was performed as treatment. The gi bleed resolved.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported infection, as well as a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported gastrointestinal (gi) bleed could not conclusively be determined through this evaluation. The patient remains ongoing on the hm3 lvas, (B)(6). No further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. Review of the sterilization and packaging documentation showed no deviation from manufacturing specifications. The heartmate 3 lvas instructions for use (IFU), rev. C and the heartmate 3 lvas patient handbook, rev. D are currently available. Section 1 of the IFU, ¿introduction,¿ lists bleeding as an adverse event that may be associated with the use of the heartmate 3 lvas. Section 6, ¿patient care and management¿ (under ¿anticoagulation¿), provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. Section 1 of the IFU, ¿introduction¿, lists infection (local, driveline, and pump pocket) as an adverse event that may be associated with the use of the heartmate 3 lvas. Section 6 of the IFU, ¿patient care and management¿, also lists infection as a potential late postimplant complication. Furthermore, several sections of the hm3 IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.